Manufacturer narrative:
Additional information has been requested from the user facility.

Event description:
It was reported that at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility, the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Although requested, additional information was not available for the reported event; the contact at the user facility reported that if there had been any adverse consequences, he would have been notified.